Manufacturer narrative:
(B)(4) initial MDR. Device problem code: a0504 - leak / splash patient problem code: f27 ¿ no patient involvement one sample was provided to our quality team for investigation. The product was visually inspected and a leak between the protector and vial was observed. Further evaluation identified that the needle of the protector penetrated the vial off center, causing damage to the needle that resulted in the needle detaching from the protector housing. Dimensional testing was performed on the vial and found the height of the vial cap was 6.0mm which is below the recommended height. As a result, this creates a gap between the connection, creating the leak that was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the sample investigation, the root cause of this incident is related to the incorrect vial size for the protector that was used, measuring smaller than specification. It is important to follow the instructions for use when using phaseal devices to ensure the product functions as intended. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
Reportable failure found during investigation of non reportable event. One sample was provided to our quality team for investigation. The product was visually inspected and a leak between the protector and vial was observed.